Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that the lv lead was electrically deactivated. Surgical intervention is still a possibility but nothing has been scheduled.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device fell and since then this left ventricular (lv) lead impedance measurements have been greater than 2500 ohms. There is also oversensed noise, pacing inhibition and intermittent capture. The outputs were increased and the patient was referred to their implanting physician for further evaluation of possible lead fracture. No adverse patient effects were reported.